Manufacturer narrative:
(B)(4). Visual, dimensional, and functional inspection was performed on the returned device. The damaged stent and difficulty removing was confirmed. The failure to advance was unable to replicate in a testing environment. The investigation determined that the reported difficulties were due to case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified proximal renal artery. A 5.0 x 18 mm herculink elite stent delivery system could not cross the lesion due to the anatomy and when removing the device the stent got stuck at the distal end of the guiding catheter and the proximal end of the stent flared. The delivery system was pulled back into the guiding catheter which caused the distal end of the guide to fold back on itself so the entire system including the guide wire were removed as a single unit. Another guide wire, guiding catheter and 5.0 x 18 mm herculink elite were successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.